Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump cart caster is broken. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) was sent to evaluate the unit and replaced the cart casters. All functional and safety checks performed to meet factory specifications. The unit was returned to the customer and cleared for clinical use. An investigation was performed by technician of the maquet failure analysis and testing dept. (Fat). The failure analysis and testing dept. Received caster with a reported unit failure of a broken cart caster. The fat performed a visual inspection and found the part to have damage on the wheel. Fat was able to verify the reported failure. Retaining the part in the failure analysis and testing department per procedure.